Manufacturer narrative:
Date rec'd by MFR: 22aug2019. The field service engineer verified and duplicated the reported problem. The field service engineer replaced the touch glass. After the touch glass was replaced, the unit performed correctly. A touch screen assembly was returned for analysis. An investigation was performed and the ul_lr and ur_ll resistance were out of spec. Fault was found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported touch screen failure. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.